Event description:
It was reported that the tip of a screwdriver broke intraoperatively.

Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The verification of the returned devices showed an oblique fracture surface of the hexhead of the screwdriver. Due to further investigation the cause could be traced to a violent fracture due to excessive physical force. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report does not reflect a conclusion by FDA, i.t.s. Gmbh or its employees that the report constitutes an admission that the device caused or contributed to the potential event described in this report.